Event description:
As alleged, during an open umbilical hernia repair on (B)(6) 2025, when the nurse went to open the ventralex st mesh it was noted that "one side of the sterile silver packaging was not sealed." Another mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, one side of the sterile packaging of the ventralex st mesh was found to be not sealed. The sample evaluation finds that the seal adhesive transfer in the area that was opened showed that the manufacturers seal was complete. There was no evidence of missing seal or seal creep. This review demonstrated that the pouch was sealed correctly with no evidence of not being sealed at point of use. No manufacturing anomalies were found. There was tear in the pouch at the vendor seal and manufacture seal overlap, due to increased seal resistance while being opened across the manufacture seal. Based on the evaluation results, there is no confirmation for the reported event and it was found that the product meets the specifications. Review of manufacturing records shows product was manufactured to specification. To date, this is the only complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.